Manufacturer narrative:
Correction: suspect medical device section d (fields, as applicable)-although an impella 5.5 was noted, product-specific details were unknown and could not be verified. Accordingly, the product catalog information was modified to "unk_pump," and the brand name was corrected as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 70-year-old male patient presenting with cardiomyopathy. During the procedure, the device would not advance due to anatomy. The reported events are failure to advance, medical device removal, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to the temporary interruption of hemodynamic support during device removal; however, the removal was performed with no consequence to the patient, and support was resumed without any known adverse events.